Event description:
The customer reported via phone call that their blood glucose rose to 400 mg/dl in one incident. The customer declined to troubleshoot for their blood glucose. Customer stated they were stressed during their high blood glucose incident. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.